Event description:
It was reported by the customer that a pyxis medstation es system had jammed drawers, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure. A field service engineer cancelled the work order. Customer checked and stated there was no issue on the device.